Event description:
The customer reported a corneal burn. The burn occurred at the end of phacoemulsification. The incision was 2.2mm. The cataract was a grade #3 nucleus. It was noted that the surgeon removed some viscoelastic before phaco, during hydrosection step. The surgeon was not able to remember the parameters on the system, and does not remember hearing an occlusion alarm. At the end of the operation, the wound was reported to be "necrosed" (sic), and required one stitch. A post-op examination performed by the surgeon revealed that there was a little attachment between the iris and the wound. The incision was leaking, and was significant enough to cause hypotony. Post-operative astigmatism was noted.

Manufacturer narrative:
The customer reports, that the handpiece involved in the event has been reused without any problems. There was no service request from the facility to check the system. The surgeon's opinion is that the corneal burn was due to a defective irrigation flow that could have been caused by bent tubing. The surgeon also stated, that an occlusion alarm was not heard, however, the system has no feature of an alarm that sounds when occlusion is detected. A trend review of the complaint indicates that there has been no recent adverse trending observed in the last 36 months. The root cause of the reported corneal burn could not be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 05/02/2008.